Event description:
The end user reported an incident while unloading a patient from the ambulance. The medics thought the stretcher legs were fully deployed but they were not and when the safety latch was disengaged the stretcher rolled forward onto a crew member's left leg. There were no reports of injury to the patient or the crew member. The end user conducted a full evaluation of the stretcher and advised the stretcher was not damaged and was functioning as intended. The contributing factor to the incident is unintended use error.